Event description:
The patient was treated with two smart control stent in the super study to the left superficial femoral artery (sfa) and experienced an early occlusion. Approximately, two weeks later, the patient was admitted overnight for a positron emission tomography (pet) scan to assess plaque morphology. The patient was readmitted approximately a month after the index procedure for a left femoropopliteal bypass.

Manufacturer narrative:
This is one of two products involved with the reported event, which is associated with manufacturing report numbers 9616099-2007-02005 and 9616099-2007-02006. Additional information will be provided within 30 days of receipt.